Manufacturer narrative:
Due character limit e1, initial reporter name- (b)6) supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs300 intra aortic balloon pump, balloon ruptured and blood was seen in the tube. There was no harm or injury reported.

Manufacturer narrative:
Updated fields- b4,d9,g3, g6, h2, h3 ,h6(type of investigation, investigation findings,investigation conclusions), h11. The getinge did not receive the request for service, the getinge field service engineer (fse) had spoken with the in house biomed who apparently is servicing the machine. Getinge is in process of gathering information from the customer. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a